Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check. Upon interrogation, the right ventricular lead exhibited decreased sensing and failure to capture. The causes of the issues were unknown. On (B)(6) 2018, the lead was capped and replaced. The patient was stable throughout.